Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and non-calcified middle right coronary artery. A 2.25mm x 12mm emerge balloon catheter was advanced for post dilatation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed. There were no patient complications nor injuries reported and the patient status was good.